Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) inappropriate withheld therapy for ventricular fibrillation (vf) or fast ventricular tachycardia (fvt). The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.